Manufacturer narrative:
A palmaz genesis stent .035¿ 39mm x 80cm 135cm stent delivery system (sds) was found to be off-loaded from the balloon with loosening after the product package was unpacked. There was no reported patient injury. The device was intended for use for opening of a left subclavian artery occlusion. The operator had been trained on the use of the device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A product history record (phr) review of lot 82195496 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned.

Event description:
As reported a palmaz genesis stent .035¿ 39mm x 80cm 135cm was found to be off-loaded from the balloon with loosening after the product package was unpacked. There was no reported patient injury. The device was intended for use for opening of a left subclavian artery occlusion. The operator had been trained on the use of the device, which is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A palmaz genesis stent .035¿ 39mm x 80cm 135cm was found to be off-loaded from the balloon with loosening after the product package was unpacked. There was no reported patient injury. The device was intended for use for opening of a left subclavian artery occlusion. The operator had been trained on the use of the device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of palmaz long genesis / pro 39mm x 80mm peripheral 135cm stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis the balloon was received not inflated, and it was observed that the stent was still mounted on the balloon; nevertheless, a proximal displacement was noted. No other damages or anomalies were observed on the returned unit. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82195496 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device as the device was returned with a displaced stent that according to the conditions observed it was previously properly mounted on the balloon, as the stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a proximal displacement noted during analysis. According to the precautions in the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.